Event description:
Reference number (B)(4). Event occurred in new zealand. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025 due to which the patient hyperglycemia.the blood glucose level was16 mmol/l and the patient was treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin successfully. No further information available.